Event description:
Customer called UK-lfs alleging that their meter was reading inaccurately high and was set in the wrong unit of measurement. Patient reported feeling confused, sweaty, and lapsing into a state of unconsciousness. At approximately 8:00 pm patient had obtained a blood glucose result of "140 mg/dl", which patient believed was "14.0 mmol/l". Patient had taken an additional "4 units" of insulin to compensate for the higher than normal reading. Patient normally bases their insulin on meter readings. Even though patient had felt like they were low, patient had taken the additional insulin. Patient had been experiencing low symptoms and high readings for two weeks. Family member had tried to keep patient awake and had recommended taking "lucozade". Patient reported declining the energy drink because their results had been high that day. The ambulance was called to the scene, where they obtained a blood glucose result of "2.6 mmol/l" on their meter at approximately 8:15 pm. They treated patient with sugar and jam and offered to take patient to the hospital. Customer declined their offer, since patient had started feeling better by 9:00 pm. Customer reported running quality control 6 weeks prior to the incident. The ccr walked patient through a successful control solution test (9.4 mmol/l: 6.5 through 9.6). Even though the quality control test passed, it is unknown if patient's control solution or test strips were expired. Customer had been treating themselves based on results in the wrong unit of measurement. Ccr replaced patient's meter.